Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 600 mg/dl. Customer stated that the insulin pump had a motor error alarm and had to go to the hospital due to high blood glucose. The customer was treated with insulin and was discharged from the hospital after few hours. The customer stated that the drive support cap was normal. The customer was wearing the insulin pump during the hospitalization. Customer also reported to have received a motor error alarm and declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. The motor was tested outside the device and passed. Unit was received with corroded battery tube, cracked lcd window, minor scratches on case, missing end cap sticker, cracked case at display window corners, broken reservoir tube lip, minor scratches on reservoir tube window and minor scratches on lcd window.